Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's implantable cardioverter defibrillator was in backup operation. The device was restored without issue. The patient was stable throughout.